Event description:
It was reported that externalized cables were observed under fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.